Event description:
Ous MDR - after an implantation time of about (B)(6) months, an increase in pacing thresholds and sensing loss were reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.